Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. No sample was returned for investigation; therefore, no physical investigation could be conducted. Leak balloon could be due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that the 1st incident: while removing the urinary catheter from a patient, the nurse noticed that the balloon was cracked (lot # 19de05). Despite that, the catheter was still in place. 2nd incident: a patient fell and the urinary catheter self-expelled from the patient. The catheter had still its distal end, but the balloon was not found. So, an x-ray of the bladder was performed and there was no visible part of balloon in the patient. 3rd incident: the same incident happened 2 days later in the pneumonology department so same type of x-ray was performed. Clinical consequences: balloon cracked for one patient. X-ray performed on the 2 others. The balloon was not found for none of these 2 patients. Additional information indicates that the catheter self-expelled from the patient but the balloon has disappeared so it must have deflated by itself. She knows that sounds weird, but they performed all researched and x-ray, and there is nothing in the patient and the patient is fine, no consequence for him. And that is the same situation for the other 2 patients involved.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 1st incident: while removing the urinary catheter from a patient, the nurse noticed that the balloon was cracked (lot # 19de05). Despite that, the catheter was still in place. 2nd incident: a patient fell and the urinary catheter self-expelled from the patient. The catheter had still its distal end, but the balloon was not found. So, an x-ray of the bladder was performed and there was no visible part of balloon in the patient. 3rd incident: the same incident happened 2 days later in the pneumonology department so same type of x-ray was performed. Clinical consequences: balloon cracked for one patient. X-ray performed on the 2 others. The balloon was not found for none of these 2 patients. Additional information indicates that the catheter self-expelled from the patient but the balloon has disappeared so it must have deflated by itself. She knows that sounds weird, but they performed all researched and x-ray, and there is nothing in the patient and the patient is fine, no consequence for him. And that is the same situation for the other 2 patients involved.